Event description:
Major pump unit(s) involved: external control system failure.additional text: battery clips.specific component(s) involved: other component malfunction.other component: battery clips.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : replaced the battery clips.implant device type: lvad

Event description:
Major pump unit(s) involved: external control system failure.